Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a diagnostic anomaly resulting in missing electrograms (egms). Programming changes were recommended but not yet completed. There were no patient consequences.